Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic'), gallbladder disorder ('gastrointestinal or digestive system condition type: gallbladder issues'), genital haemorrhage ('bleeding') and seizure ('seizures') in a 28-year-old female patient who had essure (batch no. 20205264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and ovarian cyst. Current weight 140 lbs. Concurrent conditions included broken foot, multiple allergies, adhd, cervicitis, leukorrhea, urination difficulty, itching, vaginal discharge, uti, candidiasis, uterine enlargement, endometriosis, bladder pain, left lower quadrant pain and bloating. Concomitant products included drospirenone + ethinylestradiol (yaz) since 2006 to (B)(6) 2010 for contraception, zolpidem tartrate (ambien) from (B)(6) 2010 to (B)(6) 2019 for mood swings, anxiety and depression, promethazine from (B)(6) 2010 for nausea as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2010, cetirizine hydrochloride (zyrtec allergy) in 2012, drospirenone + ethinylestradiol (yasmin), fluconazole (diflucan), iron in 2011 and omeprazole since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition: depression and anxiety /psych injury"), depression ("psychological or psychiatric problems condition: depression and anxiety") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia") and alopecia ("hair loss"). In 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In 2011, the patient experienced teeth brittle ("dental problems: brittle teeth"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"), 1 year 8 months after insertion of essure. In 2016, the patient experienced gallbladder disorder (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful sexual intercourse"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), headache ("headache") and gastrointestinal disorder ("gastrointestinal disorder"). The patient was treated with alprazolam (xanax), duloxetine hydrochloride (cymbalta), topiramate (topamax) and surgery (gall bladder removal and hysterectomy with bilateral salpingectomy & unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, female sexual dysfunction, menorrhagia, vaginal haemorrhage, nausea and fatigue had resolved, the gallbladder disorder, genital haemorrhage, seizure, allergy to metals, vaginal discharge, mood swings, anxiety, depression, urinary tract disorder, bladder disorder, headache, teeth brittle, weight increased, alopecia and gastrointestinal disorder outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder disorder, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, teeth brittle, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 3 trailing coils on left side and 2 coils were trailing on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2017: mildchronic cervicitis with squamous metaplasia. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal discharge, dysmenorrhea and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new events added - abdominal pain, vaginal discharge, gastrointestinal disorder, headache and bleeding. Event of psych injury clubbed with anxiety. Outcome of the events updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic'), gallbladder disorder ('gastrointestinal or digestive system condition type: gallbladder issues') and seizure ('seizures') in a (B)(6)-year-old female patient who had essure (batch no. 20205264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and ovarian cyst. Current weight (B)(6) lbs. Concurrent conditions included broken foot, multiple allergies, adhd, cervicitis, leukorrhea, urination difficulty, itching, vaginal discharge, uti, candidiasis, uterine enlargement, endometriosis, bladder pain, left lower quadrant pain and bloating. Concomitant products included drospirenone + ethinylestradiol (yaz) since 2006 to (B)(6) 2010 for contraception, zolpidem tartrate (ambien) from (B)(6) 2010 to (B)(6) 2019 for mood swings, anxiety and depression, promethazine from (B)(6) 2010 for nausea as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2010, cetirizine hydrochloride (zyrtec allergy) in 2012, drospirenone + ethinylestradiol (yasmin), fluconazole (diflucan), iron in 2011 and omeprazole since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), depression ("psychological or psychiatric problems condition: depression and anxiety") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia") and alopecia ("hair loss"). In 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In 2011, the patient experienced teeth brittle ("dental problems: brittle teeth"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"), 1 year 8 months after insertion of essure. In 2016, the patient experienced gallbladder disorder (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("painful sexual intercourse") and allergy to metals ("nickel allergy"). The patient was treated with alprazolam (xanax), duloxetine hydrochloride (cymbalta), topiramate (topamax) and surgery (gall bladder removal and hysterectomy with bilateral salpingectomy & unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, nausea and fatigue had resolved, the gallbladder disorder, seizure, dysmenorrhoea, female sexual dysfunction, allergy to metals, vaginal discharge, mood swings, anxiety, depression, urinary tract disorder, bladder disorder, teeth brittle, weight increased and alopecia outcome was unknown and the migraine was resolving. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder disorder, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, teeth brittle, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 3 trailing coils on left side and 2 coils were trailing on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2017: mild chronic cervicitis with squamous metaplasia. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal discharge, dysmenorrhea and nausea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: case became valid and incident. Lot number added. Injury nos was replaced with new events- mood swings, menorrhagia, vaginal bleeding, apareunia, dyspareunia, depression, anxiety, bladder or urinary problems or changes, migraines, nausea, dental problems, nickel allergy, seizures, dysmenorrhea, vaginal discharge, fatigue, weight gain, gallbladder issues, hair loss, pelvic pain. Updated outcome of events pelvic pain, dyspareunia, menorrhagia, vaginal bleeding, nausea, fatigue to recovered/resolved and migraine to recovering/resolving. Date of insertion was updated. Medical history, lab data, concomitant condition and concomitant drugs were added. Event onset date and essure removal date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.